Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the surgery as mentioned in the complaint description. Blood penetrated the lead in these areas. With regard to the impedance issue mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The day after implantation oversensing and a pacing impedance greater than 2000 ohm in unipolar and bipolar configuration was reported. Although the connection was found to be intact, the lead was explanted and returned to biotronik. No adverse patient side effects have been reported.